Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
--

Event description:
Additional information indicated that this device triggered elective replacement indicator (eri) and was explanted. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beep tones due to low shock impedance measurements. While performing isometrics, the low shock impedance measurements were able to be reproduced one time. Technical services (ts) discussed performing an x-ray to confirm lead integrity. Ts also discussed delivering a commanded 1.1 joule and max energy shock to review for a shorted lead. No adverse patient effects were reported. Additional information indicated that a commanded 1.1 joule and 41 joule shocks and shock impedance measurements were stable. At this time, the physician will continue monitoring the patient via latitude. Subsequently, low shock impedance measurements were observed. Additional information has been request; however, no further information is currently available.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.